Event description:
The following info concerning the event was documented by carefusion tech support specialist in response to a phone conversation with a carefusion (B)(4) rep. "[Name removed], states they have 2 new blenders sn (B)(4), that the reed alarm is not giving an audible sound when testing and it goes into alarm bypass."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. (B)(4). Carefusion issued a return goods authorization (rga) number to the carefusion (B)(4) service center for the return of the alleged faulty alarm assembly for evaluation. As of (B)(4) 2012, the alleged faulty alarm assembly has not been received. Once the alleged faulty alarm assembly is received and the evaluation is complete, carefusion will submit a follow-up medwatch report.